Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose. Blood glucose reading was 450 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. The customer stated that insulin pump had no delivery alarms. The insulin pump will be returned for analysis.